Event description:
It was reported that during a da vinci surgical procedure, the cable of the pk dissecting forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument's pitch down cable was frayed at the distal clevis hub and stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.